Event description:
The patient reported that he had a greenlight procedure about a month ago in (B)(6) and he is very upset. He stated, "the information provided to patients' by the physician was misleading and indicated that the common side effects are temporary and after surgery will go away". He further stated, "retrograde ejaculation does not go away". No further information was provided.

Manufacturer narrative:
(B)(4). No code available for "retrograde ejaculation".